Event description:
It was reported that during a procedure performed on an unknown date the tip of the reform polyaxial driver fractured in the head of the screw. The screw was removed and replaced with another screw of the same size using a second polyaxial driver that was readily available. A slight delay of approximately five (5) minutes occurred as a result.

Manufacturer narrative:
Evaluation of the fractured driver could not identify the exact root cause, but it is possible that the driver may not have been completely secured into the pedicle screw. This would minimize the amount of load-sharing inherent in the design. When fully locked into the pedicle screw there is a shoulder which will act like a fraction plate on the screw head, absorbing some of the torsional stresses being applied to the hexalobular fitting. There is also a crossbar on the driver which resides in the saddle, which should absorb some of the torsional loads. If the driver is not securely fastened onto the pedicle screw the hexalobular fitting may consequently be exposed to excessive loading situations. Review of the receiving inspection report found that a total of forty-six (46) units of this lot were received from supplier, medical machining, and released for distribution on (B)(4) 2013 with no deviation or anomalies. Review of complaint history did not identify a trend for reports of this nature. The associated reform pedicle screw system surgical technique guide give detailed instruction on the proper assembly of the driver to the pedicle screw. In an effort to prevent recurrence of issues of this nature, a driver-trip redesign is in development to relieve inherent stress risers in the driver-tip, e.g., sharp corners between the hexalobular driver fitting and the shoulder, which interfaces with the head of the bone screw.